Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08266. It was reported, the pt received inadequate pain relief and an unintended stimulation in the incorrect location. X-rays revealed lead migration. Repositioning the lead resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.